Event description:
The following description of the even was documented by a carefusion technical support specialist in response to a phone conversation with a user rep. "The customer is requesting fsd (field service dispatch) indicating the unit was displaying circuit fault with continuous audible alarm in nppv mode while in use, no pt harm noted during this issue. No specific settings/type of mask used during this issue by the biomed on this issue. The pt was placed on a different non-invasive device due to the alarm nuisance.

Manufacturer narrative:
The user facility did not submit a user facility report to the MFR. Event codes were derived based on info documented by a carefusion technical support specialist in response to a phone conversation with a user facility rep. (B)(4). Carefusion has dispatched a carefusion field service rep to evaluate and repair the device. The carefusion field service rep has not completed the eval and repair of the device as of december 29 2014. Carefusion will submit a follow up medwatch report once the eval and repair have been completed.